Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy, muscle spasms and shocking sensation with their scs system. X-rays revealed both the leads had migrated. As a result, surgical intervention took place on (B)(6) 2025, where in both the leads were explanted and replaced to address the issue.